Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 25 mg/dl at the time of the incident. The customer was at 65 mg/dl at the time of the call. The customer was given food, drink, glucose tablets, and intravenous fluids to treat. The customer experienced symptoms such as a loss of consciousness and coma. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer will follow up with their health care professional. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.